Event description:
A home hemodialysis pt reported that the venous pressure alarm occurred during treatment and she had to replace the transducers three times due to transducers becoming wet. Pt's estimated blood loss was 100cc's due to pt manually returning only have a circuit of blood. No ill effects or medical intervention were reported. Manufacturer's technician evaluated and tested the machine and found that all the tests passed within specification. Machine was ready for use. Additional attempts have been made with no additional information provided.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.